Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that after many attempts to position this lead the pacing thresholds were high and later it was noted that the helix of this lead did not retract. A new lead was thus used. This lead was not expected to be returned as the patient was having infectious disease. No adverse patient effects were reported.

Event description:
It was reported that after many attempts to position this lead the pacing thresholds were high and later it was noted that the helix of this lead did not retract. A new lead was thus used. This lead was not expected to be returned as the patient was having infectious disease. No adverse patient effects were reported.